Event description:
Patient experienced an ICD shock at home. The lead was explanted and returned to the manufacturer. Another lead was implanted and the patient was discharged. Manufacturer response (as per reporter) for lead, (brand not provided)none at this time.